Manufacturer narrative:
Exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5084678/5091579. Product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7099658/7099659.

Event description:
It was reported that the ipg was uncomfortable for the patient. No device malfunction was suspected. The patient underwent an explant procedure. All device components were removed and were not returned.